Event description:
A home patient contacted baxter's technical service center for assistance during fill 1/3 of their automated peritoneal dialysis therapy for assistance. Per initial report, the home patient indicated that she did not think the patient line primed before she connected her transfer set to the patient line of the homechoice set and initiating therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Further investigation is pending. A follow up medwatch will be submitted upon receipt of additional information.